Event description:
It was reported that the right ventricular lead exhibited high capture thresholds, high impedance, and rave amplitude variation. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.